Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. There was no indication the death was device related; the cause of death has been requested, but has not been received. Evaluation summary: no anomalies found; partial lead in segments returned and analyzed. Other: it was reported the patient fell and struck his head on ground/pavement. The patient is reported to have died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. No conclusion can be drawn.

Event description:
It was reported the patient fell and struck his head on ground/pavement. The patient is reported to have died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested, and not received.